Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oaz, there was the possibility that the reported event was attributed to the contact failure of the electrical contacts of the video connector socket, which might be caused by the loosening of the video connector socket. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the endoscopic image of the subject device flickered. The subject device was not used for the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. In addition, it was found that the connection between the video connector of the videoscope cable and the video connector socket of the subject device was loose, and that there was signs of corrosion and dust on the video connector socket.